Event description:
Additional information was received from a patient on 2017-feb-07. The patient stated that they don¿t know what the problem was. They have to find out as they are a walking zombie.

Manufacturer narrative:
(B)(4).

Event description:
A patient reported she had implant in 2010 and it was removed in 2014 because it didn¿t work and it hurt her.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient's device was explanted due to a lack of efficacy. The patient was seen by a physician for programming and troubleshooting, but it ended up being removed. The issue was resolved. There were no device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.